Event description:
In order to maintain patency of the left hypogastric artery, the contralateral leg graft was deployed in the limb of the main body graft with more than 1 1/2 stent overlap. An iliac leg extension was then deployed in the proximal portion of the ipsilateral limb at a height to balance and offset the contralateral side and ensure flow through the contralateral limb. Final angiogram noted good placement of the grafts in the main body, with no evidence of endoleak.